Event description:
After an implantation time of about 22 months, oversensing with inappropriate shock deliveries was reported. ICD and lead were explanted and returned to biotronik for analysis. Aside from the shock deliveries, no worsening of the patient's state of health was reported.

Manufacturer narrative:
The returned ICD first underwent a status interrogation. The device status was bos, and 32 charge processes had been registered. In a first step, the memory content of the ICD was checked. The check of the available iegms showed interference signals in the ventricular channel, which led to several shock deliveries in agreement with the clinical observation. The signal sensing of the device was then tested, which proved to be free of noise. The ICD sensed supplied signals free of interference. In addition, the ICD's capability to provide therapy was tested. The antibradycardia output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached, and the charge time proved to be unremarkable. There were no indications of a device malfunction.